Event description:
Customer reported a cracked and shattered touchscreen on their pump after it was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who was instructed on how to put their current pump into storage mode and return it to tandem within 10 days using a pre-paid label, in order to avoid charges. Customer was advised to program new pump settings and connect their cgm to the replacement pump, and they acknowledged all instructions. Customer will continue to use current pump.